Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon indicated was not reproduced by the repair department. It is likely that the image was distorted temporarily due to water immersion from the connector. The cause of the water immersion could not be identified because there was no damage to the appearance of the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, the following were noted: a poor quality, flickering image due to a faulty charged coupled device unit, the leak test failed at the connector, and there was a stain inside the charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had a distorted image. The issue was found during reprocessing. There were no reports of patient harm.